Event description:
During planned tracheostomy, pt who is highly dependent on oxygen, had nasal oxygen in place with mask and augmented oxygen intermittently during procedure. A spark was noted from cautery which ignitied the drapes covering the pt's face/head. Pt's oxygen tubing around left ear noted to be ignited as well. Fire quickly extinguished by staff whith first degree burn to left ear and second degree burn to left side-burn area and around mouth.